Manufacturer narrative:
(B)(4). Lot # updated to t92j5a. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Reported also sent report to FDA updated from unknown to yes. Report source: updated from blank to other - maude report. Maude report number: mw5088107.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a whipple, the physician was using a pvs stapler to staple the portal vein. During the fourth firing of the device, the physician clamped down on the portal vein. He fired the device and the staples deployed, but he was not able to open the stapler. The physician pressed the reverse button multiple times, took the battery out and put it back in. The reverse button still did not function. The physician then used the manual override. The device handle opened, but the jaws never opened. The device was removed by pulling the stapler from the tissue carefully. The stapler fired and formed staples. The staple line remained in tact. It is unknown if a similar device was used complete the procedure. There were no adverse patient consequences. The patient is doing well with no issues.